Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device broke due to the used tip fell off into the patient. It was reported that the tip was removed with a grasper without tissue dissection. The procedure was completed successfully with another device. There were no adverse patient consequences.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional (B)(4).